Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer reported high blood glucose with a blood glucose of 390 mg/dl and treated with insulin pump. The customer also alleged issues with the sensor. The customer received a change sensor alert and calibrations not accepted alert. The customer alleged that the difference between sensor glucose and blood glucose was more than 30%. The event involved product(s) unomedical, mmt-1884, mmt-342, mmt-7040a. Troubleshooting was performed for sensor alerts and sensor glucose vs. Blood glucose discrepancy and the customer was advised that the sensor will be replaced. Troubleshooting was not performed for high blood glucose as customer declined due to not feeling well. No further patient complications were reported. Product return for mmt-342 is not expected. Product return for unomedical is not expected. No product return for mmt-7040a. No product return for mmt-1884.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported high blood glucose due to issues with the sensor. The customer received change sensor alert and calibrations not accepted alert. The customer alleged that the difference between sensor glucose and blood glucose is more than 30%. Troubleshooting was not performed as customer declined due to not feeling well. No harm requiring medical intervention was reported. Product return for unomedical is not expected. No product return for mmt-704a. No product return for mmt-1884.